Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the buttons were sensitive on the insulin pump, causing the numbers to scroll. The customer¿s blood glucose was unknown. Customer also reported an led anomaly on the insulin pump. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.